Event description:
Diagnosed with bronchial pneumonia for no apparent reason. Found that cpcp machine is being recalled for respiratory problems. Continuous problems with phlegm and respiratory distress. FDA safety report ID# (B)(4).